Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Analysis was normal. No anomalies were found.

Event description:
It was reported during initial implant that the patient's left ventricular (lv) lead failed to capture. Attempts to reposition the lv lead were made but there was still no capture. The physician opted to abandon the procedure. The patient was in stable condition.